Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/02/2015. The fse found that the probe wipe was defective and was causing the leak. The fse replaced the probe wipe, which repaired the leak. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak at the probe wipe of the coulter act diff analyzer while running startup. The volume of the leak was about 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.